Event description:
Information was received from a healthcare provider and a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported from the healthcare provider (hcp) that patient (pt) said they were having since surgery some issues, pt attempted to call rep multiple times. While sitting watching television they would try to urinate naturally with some success and then would open catheter overnight.  The catheter is not comfortable. The patient was then called to discuss the issues they were having. The patient reported that they tried interstim because they have a neurogenic bladder and control issues. Pt said their trial results were better than their results since implant. Pt said they were really excited and during the trial they received frequent phone calls and changed their setting every other day but since implant they have never achieved the same improvement. Pt said when they spoke with a manufacturing representative (rep) but never changed programs. Then they talked with another rep and they changed from program 3 to program 6 and things started getting a little better then they did not hear from that rep again.  Reviewed and offered to help pt use their equipment to adjust stim to try and find a setting that is helpful to reduce symptoms. Pt was successful to increase on program 6 to 2.4 and confirmed comfortable stim in their bike seat. Reviewed some interstim therapy optimization information. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Outcomes attributed to adverse event: retention.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.